Event description:
During the review of internal programming history, it was observed that a lead test was interrupted on the date of implant (B)(6) 2008, which inadvertently changed the patient's settings to lead test parameters and resulted in the patient experiencing stimulation at 1ma /20 sf /500 pw / 30 seconds on time / 60 minutes off time. The next day the patient's settings were corrected and programmed back off.

Manufacturer narrative:
Analysis of programming history.